Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of chronic cysts seen (26 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.013% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who was diagnosed with hidradenitis suppurativa 16 days post miradry treatment. Patient developed nodules 6 days post-treatment. Oral antibiotics (doxycycline 100mg bid) were prescribed. By 11 days post-treatment, bilateral abscesses, draining necrotic ulcerations, and severe inflammation developed. Kenalog injections were administered. At 15 days post-treatment, oral steroids (prednisone 40 mg qd for 7 days) were prescribed, and it improved the inflammation.